Event description:
Pt reported pump and cassette issue. Pt reports for the last 2-3 weeks, happens twice a week, pt goes to change the cassettes and it gives a message and alarms and says "the line is blocked:. Pt reports both their pumps are doing the same thing. Pt tried stopping and priming again and then it worked, after 5 tries. Pt reports their pump is running fine now. Pt thinks they may have gotten a batch of cassettes that are defective. Pt stated they will try separating the new batch when they receive them. Pump serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: veletri sdv - 36ng/kg/min. Did the reported product fault occur while in use with pt? Yes. Did the product issue cause or contribute to pt or clinical injury - no; is the actual device available for investigation? Unknown. Did pharmacy replace device? Unknown. Did the pt have a backup device they were able to switch to? Unknown. Is the infusion life-sustaining? Yes outcome? Unknown. Diagnosis for use: pulmonary "arterial" hypertension. Pt code: 4582. Device codes: 2965, 2423.